Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during implant, the left ventricular lead was attempted to be placed multiple times. Upon use of a dye injection (B)(6) 2019 for visual aid, it was observed that the proximal coronary sinus ostium was dissected. The left ventricular lead was successfully implanted and the patient was stable before, during, and after the procedure.